Event description:
It was reported that bd surepath¿ collection vial leaking was noticed after sample collection. No injuries were reported. The following information was provided by the initial reporter: vials leaking lot#s 2243486 and 2272505. The issue was noticed after sample collection and the staff using the containers did not notice any damage to the containers. We suspected that the lids for the containers were not being screwed on tightly which is causing the leakage to occur, but upon investigating the issue further, we noticed it was not possible to screw the lids on tightly to prevent the leaking without running the risk of the lid popping off entirely when it is screwed on tightly.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2243486. Medical device expiration date: 30-sep-2025. Device manufacture date: 31-aug-2022. Medical device lot#: 2272505. Medical device expiration date: 14-sep-2025. Device manufacture date: 29-sep-2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd surepath¿ collection vial leaking was noticed after sample collection. No injuries were reported. The following information was provided by the initial reporter: vials leaking lot#s 2243486 and 2272505. The issue was noticed after sample collection and the staff using the containers did not notice any damage to the containers. We suspected that the lids for the containers were not being screwed on tightly which is causing the leakage to occur, but upon investigating the issue further, we noticed it was not possible to screw the lids on tightly to prevent the leaking without running the risk of the lid popping off entirely when it is screwed on tightly.

Manufacturer narrative:
H6 investigation summary: 12-month complaint review was performed for the item number and identified previous complaints for the defect mode. No previous complaints for the defect mode were identified for the lot numbers. Material 491452 is manufactured at the bd mebane, nc facility on a validated automated filling line referred to as the shibuya vial filling line. The capper section of the shibuya vial filling line contains eight (8) capper heads, which caps the vials to a validated application torque range, controlled by servo motor. The capper is validated to inspect for application torque and unseated or missing caps. Vials that fail to meet inspection requirements are rejected automatically after the capper section. To ensure that the capper remains in validated state, a quarterly pm is established that is used to confirm accuracy of application torque for each of the capper heads. The pm is performed by using a calibrated servo torque verifier that is compared against the shibuya cap application torque value. Production of material 491452 lot 2243486 and 2272505 started on 13sep2022 and 05oct2022 respectively, with a total of 432 kits (216,000 vials) produced for each lot. A review of the three (3) pm events that bracketed the production dates identified that the results of the verification were acceptable. Further review identified that there has never been a failure of the servo torque verification pm events. The review of the manufacturing DHR for the lot numbers identified that it was complete and accurate during production at the mebane, nc facility. During the production process, a statistical sample of vials were subject to leak testing under vacuum. No leaking vials were observed. No pictures were provided; however, three vials were returned from lot 2272505. The vials returned did not leak and no abnormalities of the cap or vial were observed. The complaint is not confirmed. An analysis of the retains was performed and did not identify any leaks or abnormalities.